Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon commented that cup was loose and plans to revise.

Manufacturer narrative:
An event regarding loosening involving a titanium shell was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided x-rays were reviewed by a consulting clinician who indicated "the primary harm involved is failure of the fixation acetabular implant." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the provided x-rays were reviewed by a consulting clinician who indicated that the primary harm involved is failure of the fixation acetabular implant. The root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded loosening may result from other factors not necessarily related to the device. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon commented that cup was loose and plans to revise.